Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the rust at the proximal end side and the thread was stuck in the hand piece was identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the shockpulse lithotripsy probe exhibited the thread was stuck in the hand piece and rust was detected at the proximal end side. There was no patient involvement.